Event description:
A customer reported to beckman coulter, inc. (Bec) that the beckman coulter au480 clinical chemistry analyzer had been intermittently generating erroneously low sodium (na) results. The customer stated that the results were reported out of the laboratory, but he results were questioned and there was no effect to patient treatment. The customer did not provide any patient results, but reported that the laboratory failed proficiency survey for sodium assay. Bec field service engineer (fse) reviewed ise (ion selective electrode) calibration and qc logs on site and found that all results were within the expected ranges. The fse inspected ise system and determined that the sample probe should be replaced. The fse primed ise after replacing the sample probe, and performed calibration and qc. The results met published performance specifications and no further issues were noted.